Event description:
It was reported that the device was explanted after implant duration of approximately 86.9 months, due to aortic regurgitation and endocarditis. It was noted in the operative report that "the patient tolerated the procedure well and he was transferred to the cardiovascular intensive care unit in fair condition.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.